Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) came to the clinic upon hearing beeping tones from the device. Upon interrogation, the clinician observed a warning sign that indicated a shorted lead condition had occurred on the shocking lead. Review of the device showed a slight increase in threshold measurements and a slight decrease in pacing impedance measurements. Review of the episode with the shock showed that the shock was delivered into a shorted condition. The patient's rhythm was appropriate to receive a shock, but the shock did not convert the arrhythmia due to the shorted condition, and the patient's arrhythmia broke on its own. Boston scientific technical services recommended that the entire system be removed. No additional adverse patient effects were observed.

Manufacturer narrative:
Additional information is expected. This investigation will be updated should further information be provided.